Event description:
Operator states he noticed a leak coming from the back of the analyzer. He states a co-worker determined leak was coming from the water tank and resolved it by adjusting some tubing. Although leak was in a walkway, no one was hurt and no pt samples were involved. Operator states analyzer is no longer leaking.